Manufacturer narrative:
Patient experienced an unknown amount of blood loss, but was fine according to the clinic. Three attempts were made to contact the customer to gain additional info regarding this incident. No response was rec'd. A gambro technical services (gts) field representative found blood in the machine. It was cleaned and disinfected. The services technician simulated treatment and verified blood leak detector.